Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device in right lower lobectomy. 5 firings to interlobar tissue and vessel were completed with no problem. At the 6th firing, the resection of bronchus at right lower lobe, the surgeon clamped the tissue and started the firing; however, the handle became stiff. The surgeon could squeeze the handle partially but the handle became stiff on the halfway and could not squeeze it. The tissue was slightly resected at proximal end. A crack sound was heard, they stopped using the device. They pulled the black return knob back to the initial position. Some malformed staples were deployed on the tissue. Replaced by a new handle and a new cartridge, and the surgeon resected the tissue of the central side, and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device in right lower lobectomy. The 5 firings to interlobar tissue and vessel were completed with no problem. At the 6th firing, the resection of bronchus at right lower lobe, the surgeon clamped the tissue and started the firing; however, the handle became stiff and the surgeon could not squeeze it. A crack sound was heard, they stopped using the device. They pulled the black return knob back to the initial position. Some malformed staples were deployed on the tissue .the tissue was slightly resected. Replaced by a new handle and a new cartridge, and the surgeon resected the tissue of the central side, and the firing was completed with no problem. The status of the patient was reported as no problem.